Manufacturer narrative:
The customer reported issue of thermogard system (B)(4) showing tcmid: 05 (coolant diff failure) was confirmed during the functional testing and event log review. The root cause of the issue was due to the defective (B)(4) temperature sensor and (B)(4) pc board. The defective parts were replaced to remedy the fault. Following service and replacement of the defective parts, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits. In addition (unrelated to the reported complaint), the casters were tighten and the drip pan was cleaned. Event log shows tcmid:05 occurred on the reported event date, thus confirmed the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console (B)(4).

Event description:
As reported, during set-up, the thermogard xp ivtm system (B)(4) was displaying error message tcmid: 05 (coolant diff failure). No adverse patient impact was reported.